Event description:
Customer reports issue with testosterone and cortisol reagent positions not registering correctly resulting in orders for testosterone being run with cortisol reagent, giving invalid testosterone results of >15 ng/ml consistently. If add'l info is received, appropriate notification will be provided.